Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a (B)(6) product. It was reported that during an atrial fibrillation case, an arterial perforation was noticed in the patient. The caller reported that when the physician was exchanging the short sheath for a long one (both sheaths were non-(B)(6) baylis sheaths), in order to go transseptal, it was noticed that blood was leaking back from the sheath. The physician then checked and confirmed on ice that there was a perforation to the artery, near where the physician attempted to get transseptal access. The caller reported that they "held pressure" at the location, and continued to monitor the patient. The caller could not confirm any other medical intervention details. The caller reported that the patient is in stable condition. The caller noted that the qdot catheter was not inside the patient, at the time of the injury. The only (B)(6) products inside the body at the time, was a soundstar catheter and a webster cs catheter. The most suspected devices are the sheaths used for vascular access. The harm is associated with a sheath due to risk of the sheath having direct contact with the arterial vasculature tissue. Additionally, the event occurred while the sheaths were being exchanged, blood was leaking back from the sheath, and the perforation was near where the physician attempted to get transseptal access. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).